Manufacturer narrative:
Insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump was received with cracked case at the reservoir tube window corner, cracked reservoir tube, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The reservoir lip was broken off and does not connect. The lip of the reservoir compartment is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.